Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed. With the use of a golden i3 unit and a golden power supply; the unit was able to power-up without issues. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported during device evaluation, exposed and frayed wires of the power supply. The power accessories and patient electronic unit was replaced and there were no adverse consequences reported by the patient.